Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that catheter removal difficulties were encountered. The target lesion was located in a coronary artery. After engaging the lesion with a guide catheter, a 3.00x24mm synergy ii drug-eluting stent was advanced for but failed to cross the lesion. During removal, it was noted that the proximal edge of the device got caught on the mouth of the guide catheter. The guide and the stent were removed together and the procedure completed with another of the same device. No patient complications were reported.